Event description:
It was reported that the table allegedly unlocked during a case. There were no injuries or surgical delays reported.

Manufacturer narrative:
The table was examined by a berchtold field service tech. Upon examination, the tech was unable to find any issues with the unit. The table was returned to service.